Event description:
The pt received her scs system on (B)(6) 2008 including an ipg. It was reported the pt is not feeling stimulation. Her charger can no longer locate the ipg to charge. The programmer also fails to locate the ipg. The pt was sent a new charger to resolve the issue, but was unsuccessful. The pt is planning to undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.